Event description:
The pt was undergoing a radio-frequency ablation procedure when it was noted that the grounding pads were heating beyond acceptable limits. The pt's left thigh skin peeled at the top of the pad when removed. Area was approximately 3-inch by 1-inch of skin.